Event description:
It was reported the patient collapsed at a football game. "Was in pea in emergency room." The patient is reported to have died. No device problems had been reported. The patient had been pacemaker dependent. Follow up with physician revealed cause of death was sudden unexplained death, presumed sudden cardiac death. Last clinic visit had been three days prior to death with no suspicion of device malfunction and a holter monitor noting rare premature ventricular contractions. It was unknown to the physician if autopsy was performed or if death was related to device or lead system.

Event description:
It was reported the patient collapsed at a football game. "Was in (B)(6) in emergency room." The patient is reported to have died (B)(6) 2010. No device problems had been reported. The cause of death has been requested and not received. The patient had been pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.